Event description:
It was reported that, "implant opened and it was found that the locking ring was loose, came right out."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.